Event description:
Reporter alleged blood glucose measured 350 mg/dl at 6:30 pm, 240 mg/dl at 6:35 pm, and 150 mg/dl at 6:39 pm. No actions taken and no treatment received as a result. A request was made for replacement of the suspect device and replacement product was sent.